Event description:
The customer reported that an employee was removing a peel pouch from the sterrad containing a biological indicator (bi) and the bi ampoule had exploded and leaked through the pack. The employee touched the pack and received a burn on her right hand thumb and index finger. The customer ran her hand under cold water for 3-5 min. The employee did not seek medical attention or require treatment.

Manufacturer narrative:
Other, skin contact.